Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the nim console functionality of nerve trend was not working well. The timer wasn't working.  It remained stuck at 11:15 even though the procedure was progressing. The troubleshooting was performed by restarting but issue persisted. The nim console was well working, the issue occurred when they tried to demonstrate the new functionality nerve trend. But the usual stimulation was working well and given good stimulation. The stimulus delivery tone heard when attempting to stimulate the nerve. Waveform was displayed on the monitor when attempting to stimulate the nerve. The procedure was completed with the same nim vital. There was no patient involved.